Event description:
This case was reported by a consumer (daughter of pt) and described the occurrence of anemia in a (B)(6) female pt who received super poligrip original denture adhesive cream (B)(4) for denture adhesion. A physician or other healthcare professional has not verified this report. On an unk date, the pt started super poligrip (dental). At an unk time after starting super poligrip, the pt experienced anemia, light headedness, knee problem described as knees bending inwards and balance difficulty. This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. At the time of reporting, the events were unresolved. The reporter saw the media advisory about the zinc in the product. MFR's comment: super poligrip is mfg in (B)(4). The lot number for this product is known; however it is unk whether the product will be returned for quality assurance testing. (B)(4).